Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connections were all reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they were not able to input patient data into the system. No patient injury was reported.